Manufacturer narrative:
PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported a patient's thal-quick chest tube being used for air suction was found disconnected by the nurse while completing a pain assessment. The device was said to have disconnected at the distal end where the "bell shaped area appears to be cold welded". Despite multiple good faith attempts, additional patient, event and device information has been requested but not provided. It was not reported if this device malfunction caused or contributed to patient harm or the need for an additional procedure.

Manufacturer narrative:
Device evaluation the complaint device was not returned; therefore, no physical examinations could be performed. As such, a representative device failure analysis will be referenced instead. This record was chosen as it covered a similar failure involving the same type of device. The conical adapter was returned in a used condition. It was separated from the catheter shaft, which was not returned. The investigation conclusion was inconclusive. Additionally, a document based investigation was performed. Investigation a document-based investigation reviewed the following: instructions for use, quality control specifications and manufacturing instructions a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no notable gaps in production or processing controls were noted. A review of the device history record for non-conformances and complaint lot search were not possible due to the lot number not being provided. The product IFU states device description, intended use, contraindications, warnings, precautions, instructions for use, and how supplied for the device. It more specifically states to suture the chest tube to the skin during use and, " ...how supplied... Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred..." Supplier evaluation: a review of all known lot numbers purchased by this customer was conducted. It was determined that a common supplier part order could not be matched with the known potential lot numbers for this complaint. Since the supplier lot number is unknown and the supplier part order could not be narrowed down to smaller potential pool, a supplier investigation was determined to be unnecessary for this case. The supplier was notified of this incident. Risk assessment determined that risk controls are in place to mitigate this failure mode and no additional risk mitigating activity is required at this time. The appropriate personnel were notified, and we will continue to monitor for similar complaints. Conclusion based on the information provided, the product not being returned, and the results of our investigation, a definitive root cause could not be determined. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new event description information to report at this time.